Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l2 to pelvis revision fusion. During surgery, the tip of the driver broke. No fragments of the broken part remains in the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the the driver broke while tightening set screw prior to breaking off tabs. No other information was available.